Event description:
Doctor, from injecting office location, and the patient report that patient developed a lump at the implant location (lower lip) about one year after artefill injections (injection date (B)(6) 2014). The patient and doctor understand this was contraindicated for artefill per IFU. On (B)(6) 2014, the patient reported the lump to the injecting office location. The injector implanted a temporary filler (restalyne) to even the area out. Post restalyne injection, the pt consulted with a plastic surgeon; who chose not speak with (B)(6). Patient relayed to (B)(6) on (B)(6) 2015 that the surgeon said that artefill should not have been placed in that area, was incorrectly implanted, surgery was necessary to remove the lump, and no other options would address the issue. The patient also indicated there were smaller lumps that are not visible in other areas of her lips, but are visible to the patient. The patient said that the doctor gave no indication of what treatment, if any, would be provided for the smaller lumps. Surgery was scheduled for (B)(6) 2015 for the larger lump. It is unknown, at t his time, if the surgery occurred or what current pt status is after multiple failed attempts to contact.